Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v289338, implanted: (B)(6) 2009, product type: lead. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient had interstim for her urgency however she had a condition of bladder pain. When she had a flare up of bladder pain, she noticed she started peeing more and she used the patient programmer (pp) to check her settings. She had urgency symptom. Patient stated 4 days ago she got a flare and when she checked using her pp, she noticed a low implantable neurostimulator (ins) battery picture. The low ins battery screen was not consistent and over the weekend, sometimes she saw her normal setting screen and sometimes the low ins screen. She also noticed there was a difference in the screen when standing and sitting. During the call, patient reported ins site pain and noticing a corner had popped out at that site. She noticed the site pain when she went to healthcare provider who did checks and told her, she had 96 months left for her ins battery. Patient stated her hcp pointed out to her one edge had popped up, her interstim had moved and she was concerned there was a crimped wire. Patient interrogated with pp during the call and she was on program 2 at 1.2. Patient indicated prior to the weekend she had been using program 1 at .7v. Patient stated the bladder pain was not unusual for her and when she got device, they told her it was not really going to help with the pain, it was more for urgency. She had called her hcp but had not received a call back yet. The indication for use is unknown. There were no further complications that have been reported as a result of this event.